Event description:
It was reported that a xience xpedition 2.5 x 23 mm stent was implanted in a distal circumflex artery (dcx), two xience xpedition (3.0 x 33 mm and 3.5 x 12 mm) stents in the proximal left anterior descending artery (plad), and two xience xpedition (2.25 x 08 mm and 3.0 x 28 mm) stents in the 1st diagonal artery. Post procedure, on (B)(6) 2013, the patient had pain of unknown etiology which was listed as not cardiac related, morphine medication was given, this was reported as non-serious per the study physician, and the pain resolved the same day without an adverse patient sequela. Also, post procedure, on (B)(6) 2013, the patient had elevated creatinine kinase-myocardial band (ck-mb) results. There was no angina reported, no myocardial infarction reported, this was reported as a non-serious event by the study physician, and the patients outcome is listed as unknown. The patient was discharged home on (B)(6) 2013. Additional information received that after pre-dilatation, during the procedure, a xience xpedition 2.25 x 08 mm stent delivery system (sds) was advanced to the 90% stenosed, first diagonal artery and the 2.25 x 08 mm stent dislodged in the lad. Another unplanned xience xpedition stent was used to trap the dislodged stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience xpedition (2.5x23, 3.0x33, 3.5x12, 3.0x28). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.